Event description:
An a40 device was returned to a third-party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed visible foam particles and error code e047 (ventilator inoperative). Due to the ventilator inoperative error, the main pca board was replaced. Additionally, extreme dirt and moisture contamination were found inside the device, and the device data identified an additional unrelated error code. This error code was consistent with normal device operation and expected use conditions and is not considered reportable under medical device reporting requirements. No evidence was identified to suggest that this error code contributed to or caused the reported event. The device was returned repaired.